Event description:
Customer reports she was "out of it" with blood glucose result of 500 mg/dl obtained on the aviva system. Customer was re-tested within 10 minutes on the same system, and result was 100-something (mg/dl). Paramedics tested the customer on their meter within 10 minutes of result of 100-something (mg/dl), and result was 46 mg/dl. Customer was treated with "sugar water" and was hospitalized. Requested return of suspect device and replacement was sent.